Manufacturer narrative:
Device received constant pump error 38 alarm during rewind due to corroded motor home switch. No crack found at the back of the insulin pump. However, the insulin pump received with broken belt clip rails.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the back of the insulin pump was cracked. The device fell on the floor and got bumped. The customer¿s blood glucose during the incident was unknown. When they tried to use the insulin pump, it alarmed a pump error indicating no motor movement. The alarm could not be cleared. The device did not pass the displacement test. The insulin pump will be returned for analysis.